Manufacturer narrative:
Check of the DHR: by checking the DHR of the involved lot# (17ag06m), no pre - existing anomaly was found on the 4 pieces placed on the market with this lot#. Therefore, we can state that all the items were manufactured up to specification. This is the first and only complaint received on this lot #. Technical analysis: picture of the instrument shows a small damage of the thread of the instrument. According to our technical department analysis, there are two possible causes for this event: 1. The instrument was not completely screwed into the cup or got unscrewed during impaction, causing overload of the thread and consequently its breakage; 2. The thread deformed during usage, leading to its overload and breakage. On the basis of the information received, it is not possible to investigate the root cause of the event. However, considering that the manufacturing chart did not show any pre-existing anomaly, and considering the breakage occurred, we can speculate that root cause of the event is due to surgical factor. Event not product related. Pms data: according to our pms data, we are aware of only 2 additional similar complaints on the product code 9095.11.550, with an occurrence rate of 0.74%. This value of occurrence rate is strongly overestimated because the reuse of the instrument is not considered. No correcive/preventive action implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Intra-operative issue occurred on (B)(6) 2019 during hip arthroplasty: while the surgeon was impacting the definitive implant, the curved cup impactor (code 9095.11.550 lot# 17ag06mb) got stuck in the cup. According to the information provided, the thread of the impactor was partially broken and the surgeon had to applied force and hit the impactor handle to disengage it from the cup. This issue caused 5 minutes of prolonged surgery time. Event occurred in australia.

Manufacturer narrative:
By checking the DHR of the involved lot# (17ag06m), no pre - existing anomaly was found on the (B)(4) pieces placed on the market with this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-op issue occurred on (B)(6) 2019: while the surgeon was impacting the definitive cup, the curved cup impactor (code 9095.11.550 lot# 17ag06m) got stuck in the cup. According to the info provided, the thread of the impactor was broken and the surgeon had to apply force to the cog mechanism and hit the impactor handle to disengage it from the cup. This issue caused 5 mins of prolonged surgery time. Event happened in (B)(6).